Manufacturer narrative:
One cadd solis vip pump was received for evaluation. The pump was visually inspected and a motor test was performed. The pump failed the motor test by alarming with error code 41622. Further investigation of the pump determined that a faulty motor was the cause of the issue. The high current motor was faulty and will be replaced to resolve the issue.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 displayed error 41622. No patient involvement.